Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally . The pump battery gauge went from 55% battery life to 15% within 30 minutes while plugged into a charger. There was no reported impact to the customer's blood glucose level. It was indicated that the customer would use backup pump as alternate insulin therapy.